Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Imdrf impact code f19 captures the reportable event of exploratory laparotomy (ex lap) performed. Imdrf impact code f2301 captures the reportable event of another axios stent was implanted. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a biliary leak during an endoscopic ultrasound (eus) endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2023. The patient's anatomy was dilated prior to stent placement. During the procedure, the deployment of the distal flange in step 2 was very tough but was eventually deployed. However, the stent appeared to have completely deployed inside the excluded (bypassed) stomach, rather than bridging the pouch and excluded stomach as intended. This event was not obvious under eus. Therefore, the physician opted for an exploratory laparotomy (ex lap) procedure. The physician suspected two perforation sites caused by the electrocautery tip of the axios system during stent deployment, and these perforations were not visible during ex lap, suggesting they had spontaneously closed. The physician then did another gastrogastrostomy procedure to implant another axios stent in the same location and orientation. Three (3) weeks post stent placement, the stent was removed. There were no patient complications reported as a result of this event.